Manufacturer narrative:
Continuation of d10: 479888 lead implanted:(B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant, when an attempt was made to connect the right ventricular (rv) lead to the main unit connector, for an upgrade to the to the crtd, rv the lead could not be fully inserted. The rv lead was reinserting several times, but the situation did not change. Suspecting a lead-related issue, the rv lead was connected to the previous main unit without difficulty, but after changing the operator and retrying with the new crt-d device, the situation remained unchanged. As there was a possibility of a malfunction in the crt-d, the device was removed. A new device was used, and the rv lead connection was smooth. No patient complications have been reported as a result of this event.